Event description:
A customer contacted beckman coulter regarding a significantly high c-reactive protein (crp) test results, from some pts (the customer did not provide exact number of pts), that were generated by the synchron lx20 instrument. Results were not provided by the customer. The customer reported that a pt was subjected to extra invasive procedures and antibiotic therapy. No additional information regarding this event was provided.